Manufacturer narrative:
The devices involved in this event were not returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an aneurysm sac growth and types 1b and 2 endoleaks on (B)(6) 2018 as reported by dr. (B)(6) at (B)(6) medical center. The reported type 2 endoleak was discovered during the one-month CT scan. As the exact date of event is unknown, the best estimate (B)(6) 2015 was used. Review of films confirms the original case was an off-label hypo-snorkel with a non-endologix device. The patient was then implanted with an afx bifurcated stent graft and two (2) vela infrarenals on (B)(6) 2015 by physician mohammed rumi faizer. During a second re-intervention on (B)(6) 2018 for open repair, the afx devices were explanted and a non-endologix graft was implanted. At that time, the physician confirmed the type 2 endoleak and a possible 1b associated with the non-endologix device. The patient tolerated the procedure well. The physician confirmed there was no infection prior to implanting the surgical graft per gram stain. The explanted devices are currently in pathology and a request has been made for their return to endologix.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 05/22/2018 and 06/06/2018 and the required imaging surrounding the reported event was not received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.